Manufacturer narrative:
A ge service rep performed an on site investigation. All pcb assemblies in the workstation were replaced. The mainframe key switch was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image on both system monitors were torn and noisy effectively eliminating the ability to view a usable image. No patient death or serous injury was reported related to this event.